Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several false pause episodes noted due to the device undersensing. No intervention was performed to resolve the event and the patient was in stable condition.